Event description:
The customer contact reported that during testing at the user facility, after the pump was powered on, the device alarmed with a whitescreen error. There were no reports of any adverse pt events an no reported delays of critical therapies while the device wa sin clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the som1 hardware module. This report represents all the info known by the reporter upon query by hospira personnel.